Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient went to the hospital complaining of urinary incontinence. A replacement surgery was performed and the surgeon identified urethral atrophy starting to erode. The physician feels the cuff was placed to distally. The physician does not believe the device caused or contributed to the erosion. All components were removed and replaced. A full recovery is expected for the patient.